Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic. The patient was stable.

Manufacturer narrative:
No anomaly was found on the header that is related to the field concern. Electrical, mechanical stress and longevity assessments were performed and the device was in the normal range of operation with appropriate remaining longevity.